Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an under correction one day following lasik treatment of the right eye. At one week following treatment the patient under went an enhancement procedure. Following the additional treatment the patient is doing well and was discharged. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to and after the date of treatment. Clinical review states that according to the treatment reports, the entered refraction for treatment is not calculated based on the topography guided treatment protocol. The calculated spherical power has no relevance with the treatment. The user calculated the treatment incorrect which led to the reported under correction. The patient was examined new and retreatment was performed with correct refraction values. The root cause can be determined as a wrong calculation by the user. There is no indication a device malfunction caused or contributed to the reported event. (B)(4).